Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in germany difficulties were encountered during the advancement of a 26mm sapien 3 ultra valve and delivery system through a 14fr esheath during a transfemoral tavr procedure. During the valve advancement, additional force was applied, and the patient's blood pressure dropped. X-ray of the groin revealed the distal part of the delivery system perforated the esheath and iliac communis. The delivery system was pulled back into the sheath and removed. Inspection of the removed device indicated the esheath liner was split from the proximal part to the distal part. No damage to the valve was reported. A non-edwards sheath and non-edwards balloon catheter were inserted. The vessel was ballooned, and a covered stent was placed to repair the injury. During the repair of the vessel, the aorta was damaged where the balloon had been inflated during the placement of the stent. Another covered stent was implanted in the aorta descendance. A new valve, delivery system and non-edwards sheath were prepared and used. The valve deployment went well, however, ventricular fibrillation occurred following the rapid pacing run. The patient was converted to cardiac arrest for a few seconds. Fluoroscopy indicated the valve was in good position. No annular rupture or damage to the aortic anatomy by the edwards devices were noted. The patient expired during the procedure. The cause of death was not available at the time of the report.

Event description:
History of spine surgery requiring bone cement. It was reported that a small area was observed where the cement and aorta were 'almost' connected.

Manufacturer narrative:
Procedural imagery review revealed perforation at the right common iliac artery (distal end of the sheath). Kinking was visible. The commander delivery system was in the descending aorta and the valve frame was disformed. Multiple digital subtraction angiography (dsa) sequences showed the placement of a covered stent in the abdominal aorta and common iliac artery. The final sequence showed a coda balloon and two covered stents. The protrusion of the valve through the esheath was not shown. The vascular injury at the right common iliac artery and placement of the covered stents in the descending aorta were confirmed.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The 14f esheath was returned to edwards for evaluation. Visual inspection revealed the following: liner tear extends from strain relief to tip, with a small portion of liner at the tip was not torn, sheath shaft was curved, sheath appears to have been expanded, multiple liner tears near the distal tip, serrated marks in hdpe edge next to tip, sheath distal tip is bent inward with a distal tip split, sheath distal tip was opened as designed and scratches found on sheath. Functional testing was not performed due to the condition, (liner torn, and distal tip split). Dimensional testing for liner thickness was performed and was found to be within specification. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. A lot history review was performed and revealed no other reported events related to this event. During manufacturing of the esheath and components are inspected several times throughout the manufacturing process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath/esheath+ resulting in a high push force and sheath damage is captured in a product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components, difficulty advancing through sheath, liner punctured, and sheath distal tip split were confirmed through evaluation of the returned device. No manufacturing non-conformance was identified. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported 'while advancing the commander delivery system with crimped valve through the esheath, resistance was encountered, and high push force was applied. At that point, the patient's blood pressure dropped and an x-ray to the groin area was done showing that the distal part of the commander delivery system protruded through the esheath and damaged the right iliac communis. The commander delivery system was pulled back and was removed with the esheath.' Review of procedural imagery shows tortuosity within the access vessel. Per IFU/training manual 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Tortuosity can subject the sheath to sub-optimal angles that can lead to non-coaxial alignment. Non-coaxial alignment will cause increased friction/resistance between the delivery system, crimped valve, and sheath inner lumen. Non-coaxial alignment can also lead the valve to catch onto the liner, tearing the liner as the delivery system is advanced through, exposing it to the patient's vessel. Furthermore, as the delivery system was withdrawn into the sheath, it is possible that the crimped valve caught onto the distal tip and split it. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (vessel minimum luminal diameter, calcification, tortuosity) may have contributed to the reported vascular complications. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time. A product risk assessment was previously initiated to capture the product risk for push force and sheath damage.